Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) and two leads were returned from an unknown source with no information. Information identified in the manufacture's data base indication the patient died approximately twelve months post the implant of the ipg. Cause of death was requested and not received.